Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02380. It was reported during the permanent implant procedure on (B)(6) 2016 the physician was unable to implant the lead due to the presence of scar tissue. The physician abandoned the procedure and surgical intervention may be pending to implant a paddle lead.